Event description:
It was reported during the annual maintenance of the cs100 intra-aortic balloon pump (iabp) that leakage was observed. No patient was involved. No injuries or death reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b5. A getinge field service engineer (fse) checked and calibrated the function 8 psi regulator setting. The value that the machine reads was lower than 375 mmhg, pressure performance (avg.= press.) The value that the machine reads was lower than 300 mmhg, found 2 abnormalities. Found that the point that caused the problem was the pressure head retaining screw was loose, causing the pump pressure to not work at full efficiency. Initially fix the symptoms by removing the diaphragm pressure head and cleaning the pump on both the pressure and vacuum sides. Assemble and test after fixing the calibration of the function for the entire system. It was found that the value that the machine reads is normal. Note: since the diaphragm set has a lifespan of more than 5,000 hours, it should be replaced according to the maintenance cycle. The company technician has already stated in the current maintenance cycle report.

Event description:
It was reported during the annual maintenance of the cs100 intra-aortic balloon pump (iabp) that leakage was observed. No injuries or death reported.

Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.